Event description:
It was reported that the customer wishes to return insulin pump for unknown reason. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Findings: unit unable to prime during the prime/a33 test due to protruded/loosed rive support disk. Unit received with currents in spec. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.